Manufacturer narrative:
(B)(4). B3 date of event - correction b5 describe event or problem - correction to the following statement in the initial MDR, "on (B)(6) 2025, it was reported that the patient reportedly had a hypoglycemic event while he was unaware of the cgm reading during the hypoglycemic episode." H2 correction

Event description:
On (B)(6) 2025, it was reported that the patient reportedly had a hypoglycemic event while he was unaware of the cgm reading during the hypoglycemic episode.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2025, it was reported that the patient reportedly had a hypoglycemic event while he was unaware of the cgm reading during the hypoglycemic episode. The complaint also says the cgm was low sometime, in addition to saying he was unaware. While driving, he was disoriented sometime after the sensor was put on the arm. He was unconscious for 45 minutes before arriving home. Upon arriving home, the patient consumed food and was advised to seek medical attention. At the hospital, a fingerstick blood glucose test confirmed low blood sugar levels. The patient was administered intravenous fluids and remained under observation overnight. The specific medications administered were not documented. The patient was discharged the following day in stable condition. The patient couldn't recall the name of the hospital they visited. The patient also was unaware of the cgm reading during the hypoglycemic episode. The following day the patient visited his doctor for a consultation. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.